Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
During a site visit it was reported that a etoposide (chemo) under infusion occurred on the 3 east unit. The pump was replaced on (B)(6) 2019 with a new alaris pump. The etoposide infusion needed to have volume dialed in to complete infusion. The medication infusion ran longer than ordered and the total amount infused was 513ml.